Manufacturer narrative:
No product has been returned for evaluation. Photographs of x-ray images were provided and alleged event cannot be confirmed. Labeling review: contraindications: "...contraindications include but are not limited to: infection, local to the operative site..." "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Device unknown if product remains in-situ.

Event description:
On (B)(6) 2017, a patient underwent a posterior fixation procedure at l1-s2a1 levels. Reportedly, screws were not placed at the s1 level. On (B)(6) 2018 set screw separation was detected at the right side of s2a1 level. No revision procedure has been reported.